Event description:
Drive devilbiss healthcare received a complaint involving a bath chair from a healthcare provider, who stated that there had been "three falls with injury " in their hospital. Upon investigation, it was revealed that the first incident was not a fall and did not involve an injury; the second incident was not a fall and did not involve an injury, but rather a report that a chair "tipped to the left" while a patient was leaning to the left side; and the third incident involved a patient who "leaned over too far" and fell, sustaining a laceration to her lip." All three chairs were confirmed discarded, so drive cannot retrieve them for evaluation.

Event description:
Drive devilbiss healthcare received a complaint involving a bath chair from a healthcare provider, who stated that there had been "three falls with injury " in their hospital. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.